Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "Do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation" h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to CT scan prior to the malfunction occurring. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.